Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, the most likely cause could be related to the operator's technique. The IFU contains a warning statement in an effort to prevent patient injury, ¿injuries to the fallopian tube, mesosalpinx, and cornu, though infrequent, may result from falope-ring band application. Mesosalpingeal or tubal injury is more likely among women with preexisting peritubular adhesions, or thick or edematous tubes. The incidence of trauma-bleeding injuries decreases with physician experience and careful patient selection. If additional information becomes available and/or if the device is returned to olympus for evaluation at a later time, this report will be updated accordingly.

Event description:
The user facility reported that during the middle of a lap tubal ligation for desired sterilization procedure, the device did not deploy correctly and cut the patient¿s fallopian tube. The user facility reported the patient¿s tube was gently brought into applicator and the device was pressed hard for device to deploy. However, the device did not deploy as once the device was gently removed it was observed the patient¿s tube was transected. There was minimal bleeding observed. A bilateral salpingectomy was performed due to the failed device application. The procedure was not prolonged. The intended procedure was completed using the same device.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation was not able to confirm the reported device complaint that the device did not deploy correctly. The applicator was received with the original packaging along with 2 guides, 2 dilators and 2 ring bands. A visual inspection found that there was one ring band still attached on the distal tip of the applicator and one ring band still on a dilator. The band was removed from the applicator and the tip wiped for inspection under 10x magnification. There are no nicks, scratches or burrs noted on the distal tip. Two ring bands were applied to the tip of the device for testing. Both bands deployed separately in each position 1 and 2 as designed. No problem found. This device functions as designed.